Event description:
The pt had changing impressions of sound since 2006. After repairs to his speech processor the pt was able to hear for about 3 days and then the strange sound impressions began again. Testing confirmed that the device has malfunctioned. Re-implantation surgery has been planned in 2006.